Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgical screw could not be inserted into the acetabular cup. It was reported that the procedure was completed with another screw.

Manufacturer narrative:
Upon receipt of additional information it was determined that the reported device did not cause or contributed to the reported event.